Event description:
Description/event details: 50ml luer lok syringe stopper detaches while re-aspirating while using for a prebirth baby. Medication is infused with help of infusion pump and when there is last 10 ml in syringe the pumps indicates and nurse aspirates again with medication solution and during this process the stopper is detaching from plunger rod. Additional information: there was no patient impact, there was no serious injuries occurred to patient. Yes, the syringe was used in a pump and when it comes to 10ml the pump would signal and the nurses would reload the syringe and during this time issue has occurred.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation:one photo and video was provided to our quality team for investigation. Through visual inspection, the stopper is observed to be separated from the plunger, verifying the reported incident. A device history review was performed for lot 2312001; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the same lot were used for additional evaluation. The product was inspected, verifying all stoppers were properly assembled onto the plunger rod and no damage or defects was observed within the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers; there were no incidents documented related to any failures with the detection system during manufacturing of lot 2312001. While we cannot identify a direct issue, it is possible the stopper was not properly assembled due to improper alignment during assembly. Given the device records do not indicate any issues, and without the physical sample to further evaluate, this cannot be confirmed and a definitive root cause cannot be established at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.